Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The complained pfna ii blade was sent to our product development engineer for investigation; here the findings. The carried out functional test could not identify any deviation to the specifications. The blade is still fully functional. We did detect some marks on the side of the blade which lead us believe that the blade was not positioned accordingly during the reinsertion. The article was analyzed for conformance to print specification. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery for a femoral trochanteric fracture the surgeon inserted the blade into the patients bone. The blade which was almost over the nail was removed. To assist with the reaming for the caput of the bone, the doctor attempted to insert the blade again. During this attempt the unlocked blade was hard to turn. The surgeon tapped the tip of the blade making the blade turn. The surgery was completed using a different sized blade. This is 1 of 1 report for this event.